Manufacturer narrative:
(B)(4). To date the incident unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A review of the appropriate device history records indicates that this unit was released meeting all specifications as manufactured.

Event description:
The customer reported that the forcefx-8ca generator was in use during a left knee surgery for a knee prosthesis with spinal anesthesia. The settings on the generator were bipolar standard 60w, monopolar low cut 60w, and monopolar desiccate 60w. During the procedure, the patient was burned on the buttocks. The burn was described as significant redness with a skin lesion, and was on the sitting area of the patient's buttocks. The patient was in the supine position for the procedure, and the return electrode had been positioned on the patient's right upper leg. Reportedly, there was not a pooling of fluids in the area where the burn occurred. Medical products that were located in the area of the burn injury were implants, suture and thread. The injury was discovered one day after the surgery. It was treated with a wound cover and wound dressing. It is not known if any further treatment was needed.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : (B)(6) 2016. The forcefx8ca generator was received for evaluation. The investigation did not identify anything that would have caused or contributed to the reported event of a patient burn. The unit was found to function normally and within specification. A review of the device history records for this serial number was conducted and no entries pertinent to the customer's report were noted. The concomitant e2100 pencil and the hra5 return electrode were not returned for evaluation. A manufacturing non-conformance review could not be conducted for either product, as the lot numbers of these devices were not known.